Event description:
Received info which stated during surgery the lead was stuck in the package, so the physician preferred not to use it. Another lead was implanted. The lead will not be returned to the MFR. No pt injury was reported and the pt's outcome is okay.

Manufacturer narrative:
(B)(4).